Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. External visual inspection noted tool marks on the case and header. There was also a dent in the bottom of the case, and blood on the exterior of the sense b connector block. Header damage was not confirmed by the laboratory. Additional testing noted high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor.this resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a suspected header issue. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a suspected header issue. The device will be returned for analysis. No additional adverse patient effects were reported.